Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient was in the hospital for diabetic ketoacidosis. It is unknown when the patient was released from the hospital. A family member reported that the patient was not using the dexcom system at the time of hospitalization. It is unknown if the patient had been using the dexcom system during the time of event. No additional patient or event information is available.